Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of trending data, a review of the historical performance of lot 46392un19, a review of device history, and a review of product labeling. Review of the ticket trending and lot search did not identify an increase in complaint activity related to falsely elevated results. Using worldwide data, the historical performance of reagent lot 46392un19 was evaluated, the patient median results were analyzed and compared to an established control limit and data for lot 46392un19 are within the established limits, therefore, no unusual reagent lot performance was identified for lot 46392un19. The historical performance of the reagent lot using worldwide data was used in place of retained file sample analysis. A device history record review was performed on reagent lot 46392un19, which did not identify any issues. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false elevated troponin results when processing on the architect i2000sr. The customer reported that after retesting, 3 out of the 12 patient samples were under review for different clinical interpretation. No specific patient results were provided. There was no impact to patient management reported.